Event description:
It was reported that during a da vinci procedure, the surgeon noticed that a broken piece of the permanent cautery hook fell into the patient. It was noted that the piece of fragment was retrieved from the patient. The planned surgical procedure was completed. No patient harm or injury to the patient was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Intuitive surgical inc. (Isi) contacted the reporter and obtained the following information: the surgeon was preparing the oesophagus by thoracoscopy when the fragment fell into the patient. The fragment was retrieved immediately during the surgical procedure. There were no x-rays taken to confirm the removal of the fragment. The patient has not returned to the hospital due to the alleged issue. The reporter confirmed that the instrument did not make contact with another instrument during the surgical procedure. The surgeon does not know what caused the fragment to fall into the patient. The complaint is being reported due to the alleged issue of a piece of an instrument falling into the patient. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.